Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date was used. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed, however it was concluded that the abnormality of additive was only cosmetic and the device would still operate within specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes contained abnormal additive.